Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during an endoscopic stent placement procedure in the distal bile duct, performed on (B)(6) 2021. It was reported that, during procedure closure, after the physician successfully implanted the flexima plus biliary stent, an x-ray was performed and it was observed that the length of the stent was apparently 10cm long. The label of the flexima plus biliary stent was identified to be 7frx7cm. According to the physcian, drainage was still able to perform and the procedure was completed without replacing a new stent. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.